Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement . Stent strut row 1 on the distal end of stent is lifted and pulled in a distal direction. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-feb-2017.   It was reported that crossing difficulties were encountered.    A 3.00 x 32 mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed distal stent damaged.